Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The following device was received as blind unit. Additional event information: visual analysis of the returned sample revealed that pinnacle utility case has the plastic coating of the brackets peeling off. Additionally, signs of deformation were observed on two (2) brackets. The overall appearance of the device exhibits evidence of constant use, servicing and repetitive sterilization cycles for over 5 years.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, " the following devices were received as blind unit. However, it couldn't be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device." The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. It is worth mentioning that the lid of the instrument case was returned. Visual analysis of the returned sample revealed that pinnacle utility case has the plastic coating of the brackets peeling off. Additionally, signs of deformation were observed on two (2) brackets. The overall appearance of the device exhibits evidence of constant use, servicing and repetitive sterilization cycles for over 5 years. The observed bent condition of the brackets was consistent with a random component failure that may have been caused by exposure to unintended forces and rough handling such as being dropped on the floor or being impacted with other devices. The overall complaint was confirmed as the observed condition of the pinnacle utility case would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.